Manufacturer narrative:
H3: hardware analysis was completed on the returned concomitant product ID 9735994. No faults or failures were found. H6: b01, c19 and d14 apply to concomitant product ID 9735994. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: p908013, ubd: , UDI#: 00763000972301 ; product ID: 9735994, serial/lot #: unknown, ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. The network wired configuration and camera were replaced, the system then performed as intended. Codes: b01, c07, d02 h3) the positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded that the psu had slight scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low, and intermittent firmware incompatibility. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was a localizer error display. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was further clarified that the localizer error displayed was "localizer not connected".